Manufacturer narrative:
Findings: pump received with corroded battery tube, minor scratched display window, cracked battery tube threads, cracked reservoir tube lip. Pump received with blank display due to corroded battery tube. Unable to verify off no power alarm and perform idle current test, run current test, self test, off no power test, error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and rewind due to blank display.

Event description:
A customer reported via phone call indicating that their insulin pump had a corroded battery tube. The customer's blood glucose level was 150 mg/dl at the time of the incident. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.